Event description:
Significant history for uc with sclerosing cholangitis, cva. Admitted for work-up of metastatic cholangiocarcinoma. Developed gib on lovenox (being treated for dvt). Placement of filter readmitted 22 days later for ivc thrombosis, with phlegmasia cerulea dolens, compartment syndrome, and pulmonary embolus. Expired from unrelated complications.